Manufacturer narrative:
Unique identifier (UDI) (B)(4). The test strips were requested for investigation. The test strips were provided for investigation where they were tested using a retention meter and retention controls. Vial #1 testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr, qc 2: 2.7 inr, qc 3: 2.6 inr. Vial #2 testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory using the recombiplastin 2g reagent. At 1:30 pm, the result from the laboratory was 6.3 inr. At 1:43 pm, the result from the meter was 4.8 inr. The patient has a therapeutic range of 2.5-3.5 inr.